Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 ( type of investigation, investigation findings, component codes, investigation conclusion). Additional information: getinge fse full name: (B)(4). Event site contact person details: (B)(4) the getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the ac line cord assembly, ac power cord, lower bezel, top cover and top lcd all replaced in the monitor to fix the issue and upper pane replaced as a precautionary measure. Fse performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) , the cardiosave intra-aortic balloon pump (iabp) damaged ac line cord reel assembly. Ground prong snapped off. There was no patient involvement.